Event description:
The customer reported that the device either freezes or reboots itself, does not allow for commands when in AED mode, and does not turn off unless ac and battery are removed. There was no adverse patient impact reported

Event description:
The customer reported that the device either freezes or reboots itself, does not allow for commands when in AED mode, and does not turn off unless ac and battery are removed. There was no adverse patient impact reported one processor pca was received for failure analysis. The reported customer issue was not duplicated in the lab. However, prior events, indicated in the log files, correspond to a therapy pca failure for a therapy pca cpl error. The failure noted could have contributed to the customer¿s complaint.